Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
The operating room reported to our sales rep that while observing a surgery the u-blade lag screw connector broke during insertion. The surgeon noted that there was no damage visible. The surgeon completed the surgery with the broken connector.